Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of peritoneal infection in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had a peritoneal infection. On an unreported date, the patient was treated with cefazolin for 2 weeks for peritoneal infection and stopped the treatment. A week later, the patient restarted treatment with cefazolin for several days. On an unreported date, cefazolin was stopped again and the patient was treated with vancomycin (1500 mcg, every 5 days) for 3 weeks. The patient recovered from this peritonitis event.